Event description:
Patient reported " implant rupture, pain, swelling, convinced there is fluid, have discovered asia syndrome and breast implant illness which cover a host of symptoms, dimpling under arm, fighting to have these implants removed, believe symptoms are attributed to the toxins leaking from the implants, pyrexia, major hair loss, joint pain, most recently hands, muscle weakness, demyelination, diagnosed with ms, and awful gut and bowel issues" device remains implanted. This relates to the right side.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2., h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported " implant rupture, pain, swelling, convinced there is fluid, have discovered asia syndrome and breast implant illness which cover a host of symptoms, dimpling under arm, fighting to have these implants removed, believe symptoms are attributed to the toxins leaking from the implants, pyrexia, major hair loss, joint pain, most recently hands, muscle weakness, demyelination, diagnosed with ms, and awful gut and bowel issues" device remains implanted. This relates to the right side.